Event description:
Reporter alleged blood glucose read 112 mg/dl at 3:30-4:00 however customer stated feeling glucose was lower. It was reported customer took 2-3 glucose tablets and ate however after dinner emergency med techs (emts) were called. Reporter stated emts measured 60 mg/dl and gave her a peanut butter and jelly sandwich as well as orange juice until glucose elevated to 78 mg/dl. Reporter indicated emts wanted to transport her to the hosp however she declined. A request was made for the return of the suspect device and replacement product was sent.